Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There was a stent strut that was bent and slightly lifted. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-apr-2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 2.25 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. Later, it was then noted that the coronary artery was punctured with a non-bsc guidewire. A coil was then placed to complete the procedure. No further patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.